Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, b7, d2, d4, e1, e2, e3, g1, g2, g3, g6, h1, h2, h3, h4, h6 and h11. Review of the most recent repair record could not be completed because the device has not been returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
There is no additional information available.

Event description:
It was reported that during surgery, the unit cut too deep into patient. There was no note of surgical delay. Due diligence is in process, no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.